Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to pca connector j1000. Contamination on the connectors increased the resistance, causing the test failure. No adverse event resulted from the defective monitor. Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (failed incoming functionality testing/code 102) was confirmed. As received the monitor was failed incoming functionality testing and displayed a code 102 (discharge profile fault). A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is currently underway. The reported problem (failed incoming functionality testing/code 102) was confirmed. As received the monitor was failed incoming functionality testing and displayed a code 102 (discharge profile fault). A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.